Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA july 23, 2007. A review of all records related to the manufacture of lot 07a010 has been requested, and will be provided in a follow up report. The manufacturing plant recieved the device involved in the incident. However, the evaluation has not been completed. Upon completion, the evaluation will be provided in a follow up report.

Event description:
The national complaint coordinator for baxter japan reported an alleged overinfusion observed on an infusor device during patient infusion via epidural injection. The device was filled with 50ml of bupivacaine hydrochloride and 1ml of buprenorphine hydrochloride. The diluent used was unknown. The total fill volume was 51ml. The type and location of the access site was unknown. The expected duration of infusion was not known. The customer indicated that 21ml of the medication infused in 3.5 hours. As a result, the customer ended the therapy. The infusor was at the same height as the flow restrictor. The temperature of the device was 37.7 degrees celsius. The device was not used prior to the incident. A patient control module was not used. There were no reports of patient outcome, injury, or medical intervention associated with the reported condition.